Manufacturer narrative:
Batch review performed on 22 april 2021: lot 187996: (B)(4) items manufactured and released on 20-dec-2018. Expiration date: 2023-12-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
Revision surgery 2 years after the primary due to femoral component loosening. Femoral component and tibial liner successfully revised.